Manufacturer narrative:
(B)(4).

Event description:
The following information was previously reported under MFR. Rep. # 3004209178-2011-07799. Additional review determined the information actually pertains to the event reported under MFR. Rep. # 3004209178-2011-05063. Additional information received from the hcp reported that the patient's implant initially provided relief of pain in the lower back and extremities. At some point the patient lost stimulation, and after several days only had stimulation of the lower extremities. His worst pain was in the low back and was not covered by stimulation, and he continued to report pain in right leg and muscular aching in the left leg. The patient also had cervical spine pain and weakness in the left arm. An x-ray of the thoracic spine was significant for spinal cord stimulator lead entering at t12-l1 and pads at t10 and t11. The patient's stimulator had been discharged for approximately 3 months, and on (B)(6)-2011 a trickle recharge brought the patient to a 25% battery charge. He was reprogrammed to receive stimulation in the mid buttock to lower extremities, but this still did not cover the area of most significant pain in the lower back. The patient experienced coverage of the lower back during his trial, when the stimulator leads were advanced to t8. During his implant the leads were extended to t10 and t11, possibly due to the patient's disk bulges. The plan was for the patient to continue using lyrica and ultram, and to see if the stimulator was worth keeping for the mid buttock and lower extremity pain. The patient was to return to the clinic in two months to determine whether it would be necessary to revise the spinal cord stimulator leads.

Event description:
It was reported that there was a power-on-reset condition and telemetry issues. The stimulator was returned to normal recharging, and the pt was reprogrammed with better coverage. A possible lead migration was considered. X-rays were ordered to assess the lead level. No further info was available. Additional info has been requested, a f/u report will be sent when additional info becomes available.